Manufacturer narrative:
G5: k001330: k003608. Manufacturing site evaluation: the grey ceramic insulation shows a crack and a small piece is broken off. This failure occurred due to mechanical overload, with bending. This is the result of incorrect handling. The insulted outer tube (pm973r) also displays some cracking, which is the direct result of the damaged jaw insert (pm438r). Handle (pm450r) and the protective cap (pm433220) do not display any damage and are according to specification. These instruments are checked microscopically prior to being placed in stock. There were no material or product deviations found.

Event description:
Country of complaint: (B)(6). Ceramic of device broke, device used in 4 operations, unknown when breakage occurred. This device is sold in the us as complete device, pm408r; evaluation is done at component level, as follows: pm438r-jaw ins.bip.maryland diss.fen.5/310mm, pm973r-insulated outer tube 5/5mm 310mm, pm450r-handle for bipolar instruments, pm433220-protection cap for bipolar jaws.